Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). E1: initial reporter state: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from between the adapter of the dialyzer and the connector of a polyflux 140h set during treatment. After fluid leak occurred, a new dialyzer was replaced to resume the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.